Event description:
The patient was in ir for a nephrostomy tube exchange. The physician removed the old nephrostomy tube over a guidewire and placed the new tube. When the provider went to remove the guidewire, it would not come out. After some manipulation the physician was able to get it out and it was replaced with another drainage catheter.